Event description:
Suspicious death from an insulin overdose [therapeutic response increased]. Case description: a police officer reported that is investigating a suspicious death from an insulin overdose using a novopen 3 for injection. No information on the insulin type or MFR is available. F/u info has been requested.